Event description:
It was reported that the patient had a suspected lead fracture. Diagnostics are not available to confirm high impedance and it is unknown why a lead fracture is suspected, but per physician, the patient has been experiencing pain and has had an increase in seizures recently. It was reported that the patient fell recently and fractured her wrist from slipping on ice. The generator is also currently depleted which may be contributing to the seizures. However, the patient does claim to still feel stimulation. X-rays of the device were taken and reviewed by the manufacturer. Based on the x-ray images provided, no lead fracture was confirmed, however, the presence of a micro-fracture or lead discontinuity in the portion of the lead behind the generator cannot be ruled out. The patient has been referred to a surgeon for possible revision surgery. Attempts for further information have been unsuccessful to date.